Event description:
The customer contact reported a hole in the semi-rigid adapter of the secondary port; subsequently, a leak was noted. On unspecified date, the tube was set to be used to deliver an unspecified volume of the normal saline, at unspecified rate, via a plum pump. During priming of the tubing set, an unspecified volume of solution leaked from a hole in the semi-rigid adapter of the secondary port on the cassette of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.